Event description:
Explant of lateral rhead, head and stem due to disassociation of head from stem. Patient fell while attempting to sit on a roller chair.

Manufacturer narrative:
Evaluation of patient follow up images confirmed disassociation of radial head from stem. Visual evaluation showed evidence of secure initial engagement between radial head and stem. Dimensional evaluation of explanted device showed device critical dimensions were within specifications. Device history records showed no anomalies. Surgeon stated device was dislodged due to excessive force on device as a result of patient fall and re-injury of the same elbow.